Event description:
The account reported the bed exit alarm and brake not set alarm do not have an audible alarm function. The bed was located in (B)(6). There was no patient/user injury reported. (B)(4)

Manufacturer narrative:
The technician found the external buzzer did not function. The technician did not know the cause of this issue. The technician replaced the external buzzer scale power control board kit to resolve the issue. Based on this information, no further action is required.